Event description:
The hospital reported that they have had issues with deployment of the heartstring iii devices. Replacement devices were used to complete the procedures. The hospital did not report any pt effects. The hospital returned three of the device in question. Four devices were reported for lot number 25050177 and two device were reported for lot number 25047991.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot numbers. There were no nonconformance issue(s) with these production lots. Three devices were returned to the factory for eval. Investigation results: returned device 1: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly was inside the delivery tube while the seal was extended outside of the tube, still anchored to the tension spring assembly. The seal was cracked along the third ring. The green slide lock and white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for the cracked seal and failure to load rather than failure to deploy. Returned device 2: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly was inside the delivery tube while the seal was extended outside the tube, still attached to the tension spring assembly. The green slide lock and white plunger were not depressed on the delivery device. Based on the eval results, the reported complaint was confirmed for failure to load rather than failure to deploy. Returned device 3: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the seal were not returned. The green slide lock and white plunger were not depressed on the delivery device. Based upon the eval result, the reported complaint was confirmed for failure to load rather than failure to deploy. While we cannot conclusively determined why the hospital experienced issues with loading and/or deploying the heartstring iii devices, an in-service training was conducted with the customer to provide add'l guidance on proper techniques for using the device. Add'l device - lot #: 25047991, exp date: 12/31/2012.